Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to an advisory issued on this model device. There was an allegation of premature battery depletion. Also, the patient implanted with this ICD has retained an attorney in reference to the advisory issued on this model device.

Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to an advisory issued on this model device. There was an allegation of premature battery depletion. Also, the patient implanted with this ICD has retained an attorney in reference to the advisory issued on this model device.

Manufacturer narrative:
The product is currently on legal hold and is being held by the reliability assurance laboratory. Upon competion of the analysis, the event will be updated. On (B)(6) 2005, guidant issued an physician letter describing various clinical behaviors associated with two identified failure modes that could compromise therapy deliver or limit programmer communications. Manufacturing changes to prevent this failure were made in (B)(6) 2004. This device was manufactured before march 2004 and is included in this population. Guidant does not have sufficient information to determine that this device behaved in the manner described in the advisory. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.